Event description:
Add'l info received 6/24/99: upon receipt the product was visually inspected for any shipping damage that may have occurred. The results of the above laboratory tests could not reproduce or verify the complaint of "no power." In addition, the maximum vacuum level produced by the device pump was within the product specification limits for maximum vacuum.